Manufacturer narrative:
The customer returned one biliary stent system. The stent was not returned. The device was received in a condition that indicated that it had been used in a patient. The device was noted visually with the stent flap cover on the push catheter. The push catheter was without defect. The guide catheter was stretched and accordioned near the hub. The guide catheter was torn into two pieces. A physical evaluation revealed that the hydrajag guidewire was found to be stuck inside the stretched proximal portion of the guide catheter. A funcational check of the device could not be performed due to condition of device which was unable to remove the guidewire from the guide catheter. The device history record review showed no anomalies. A lot history search was performed and revealed one other complaint reported against the reported lot. Based on the condition of the returned sample, we are unable to determine the root cause of the malfunction. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a patient (age and gender unknown) underwent a therapeutic procedure for placement of a biliary stent. The clinician is reported to have experienced resistance during the release of the stent and applied force to attempt its release. The clinician then proceeded to withdraw the system as one unit and inadvertently tore a suture upon his examination of the device outside the body. The procedure is reported to not having been completed due to this occurrence. The patient is reported to have not sustained any adverse effect as a result of the reported event and the patient condition is stable. Product was returned for evaluation.